Manufacturer narrative:
Product ID 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product typ lead. Product ID 3778, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product typ lead product ID 37754, lot# serial# (B)(4), implanted: explanted: product typ recharger product ID 37744, lot# serial# (B)(4), implanted: explanted: product typ programmer, patient product ID 355531, lot# n331074, serial# implanted: (B)(6) 2012, explanted: (B)(6) 2012, product typ screening device product ID 3550-39, lot# n326622, serial# implanted: (B)(6) 2012, explanted: (B)(6) 2012, product typ accessory product ID 3550-14, lot# n276432, serial# implanted: (B)(6) 2012, explanted: (B)(6) 2012, product typ accessory product ID 3550-14, lot# n276434, serial# implanted: (B)(6) 2012, explanted: (B)(6) 2012, product typ accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient was a diabetic and developed an infection following an implant. The patient was admitted for IV antibiotic treatment a few days prior to explant of stimulation system. The system was explanted on (B)(6) 2012. It was planned to reimplant in a few months since the patient did well with the stimulation. Additional information received reported the patient was recovering from the infection and would receive a new implantable neurostimulator in two months. The system was returned and the patient outcome was reported as: recovered without sequela. (B)(6) 2012 e1a from rep: the patient is recovering from his infection just fine. He will receive a new implant in two months. The implant has been shipped back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.